Event description:
Philips received a complaint on the v60 ventilator, indicating that there was proximal line disconnect alarms. The device was reported to be outside of use at the time of the reported problem. The remote service engineer (rse) contacted the customer and was informed that the customer had resolved the issue on their own. The customer communicated to the rse that the issue had been with the customers mask setup and the mask settings. The customer stated that device was operating as expecting at the time of speaking with the rse. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.